Event description:
Add'l info rec'd from MFR 9/16/02: the product phototherapy lights mentioned are not sold by rh burton co. Not sure what this product is, but there is another burton medical products co in another state.

Event description:
While conducting a randomized clinical trial of aggressive vs conservative phototherapy in premature infants, a physician was alarmed by high uva readings that were obtained from the phototherapy spotlights. The spotlight readings are orders of magnitude higher than the current iec neonatal phototherapy standard (1x10 to negative 2 microwatts) and could be harmful to infants. About half of the neonatal units in the study use these spotlights as the main source of phototherapy. These lights are widely used across the country and internationally. The physician requests that the FDA determine if this is a danger. Summary of the physician's findings: spotlights: ohmeda, distance: 78cm, uva meter: 22.5. Distance: 43cm uva meter 69, irradiance: 16.7, uva meter: 34. Distance 72 cm, irradiance: 9.7, uva meter: 42, distance: 55 cm, irradiance: 16.5, uva meter: 79, distance: 45 cm, irradiance: 30, uva meter: 125, distance: 35 cm, irradiance: 39, uva meter: 224. Spotlights: burton halogen, irradiance: 20, uva meter: 70, distance: isolette, irradiance: 20, uva meter: 0.02.